Event description:
During a ligation procedure for esophageal varices, the physician used a cook 6 shooter saeed multi-band ligator. The ligator failed to deploy any bands. Another device was opened to complete the procedure. Our laboratory evaluation confirmed one blue hook is missing from the loading catheter and was not included with the returned device. Info regarding the missing section was communicated back to the medical facility. The medical facility communicated to us that the blue hook was thrown away after the ligator was set up. The blue hook did not come off until after the ligator was loaded onto the endoscope, not during the loading process. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device could not confirm difficulty deploying bands as the barrel with the bands was not returned. The trigger cord assembly was examined and found to be manufactured correctly. The loading catheter was returned with one hook missing and one hook remaining attached and fully seated. A tensile test was performed on the remaining hook and it passed per the specification. The loading catheter was examined and found to be manufactured correctly. This device was used and because the hook was pulled from the catheter it is probable that it was stretched during the loading process. Movement of the handle wheel was performed and functioned as intended. The trigger string was then evaluated and it was concluded that the device met manufacturing standards. The trigger string was found to be within specification. No defects or nonconformities were found in the returned device. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands are within the acceptable age date range to ensure the bands maintain their elasticity properties. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released to distribution. Investigation conclusions; we could not conduct a complete investigation because the part of the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses. Restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state or repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted on unable to effectively deploy bands. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.